Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during ventricular high rates and stored atrial tachycardia/atrial fibrillation (at/af) electrograms (egm). It was also reported that ra lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.